Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used in a stent placement procedure along with a laser lithotripsy procedure for stone management for stones in the right kidney performed on (B)(6) 2020 as a part of the double-j registry clinical study. On (B)(6) 2020, the tria ureteral stent was successfully implanted in the right ureter. No issues were reported with the device during placement. According to the complainant, following the procedure on (B)(6) 2020, the patient had experienced pain located in the right kidney. The patient was given hydrocodone to treat the pain. On (B)(6) 2020, during the planned stent removal procedure the stent was successfully removed from the patient via retrieval line without any difficulty. There were no new device implanted. The patient was given oral pain reliever during stent removal. No issues were noted with the devices during removal. On (B)(6) 2020 the event of pain located in the right kidney was considered resolved. Additional information received that the site updated the relationship to device from casual to not related.

Manufacturer narrative:
Block g3: clinical study: double-j registry. Block h6: patient code 1994 captures the reportable event of pain. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Report source: clinical study: (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used in a stent placement procedure along with a laser lithotripsy procedure for stone management for stones in the right kidney performed on (B)(6) 2020 as a part of the (B)(6) clinical study. On (B)(6) 2020, the tria ureteral stent was successfully implanted in the right ureter. No issues were reported with the device during placement. According to the complainant, following the procedure on (B)(6) 2020, the patient had experienced pain located in the right kidney. The patient was given hydrocodone to treat the pain. On (B)(6) 2020, during the planned stent removal procedure the stent was successfully removed from the patient via retrieval line without any difficulty. There were no new device implanted. The patient was given oral pain reliever during stent removal. No issues were noted with the devices during removal. On (B)(6) 2020 the event of pain located in the right kidney was considered resolved.